Event description:
Further information was received from the patient¿s mother that the staph infection did not improve after removal of the generator.

Event description:
It was reported that the patient required generator replacement due to an infection originally at the generator site. The patient had a paper-thin scar at the generator site, and the treating physician determined that revising the scar was necessary to prevent it from rupturing. Antibiotics were also prescribed. Further information was received that the patient's lead also required replacement in relation to the infection. Review of device history records show that both the generator and lead were sterilized prior to distribution. No additional pertinent information has been received to date.

Event description:
Additional information was received that the patient's previously reported infection was staph infection.